Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The account is unable to obtain accurate patient results due to error code 1007 (unable to process test, activated read failure) generated on the architect i2000 analyzer. The issue affected several assays (hepatitis b surface antigen, thyroid stimulating hormone and a marker for pancreatic cancer, ca19-9). No impact to patient management was reported.

Event description:
During pre-dilation to a restenosed right coronary artery (rca) lesion, the balloon of the firestar would not deflate; therefore, the device was retrieved from the pt and the balloon still appeared partially inflated. The diameter of the balloon once retrieved, was not indicated. Consequently, nominal pressure was set. A new device was used to complete the procedure. There were no adverse consequences to the pt. The balloon was being used for pre-dilatation. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was not removed easily from the vessel. A little force was applied to remove the firestar without complications to the pt. The product was removed in intact (in one piece) from the pt. No pt injury occurred. It is unk if the product was easily removed from the sheath, rhv (rotating hemostatic valve), or the guide catheter. The firestar was easily removed form the guidewire. No other difficulties were experienced. The pt is currently in good condition. The target lesion was the right coronary artery (rca). The lesion was restenosed, no calcification, no tortuousity, and the percent stenosis was unk. The device was not used for chronic total occlusion. There was no difficulty experienced advancing the balloon catheter through the vessel. There was no difficulty experienced crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was nominal pressure.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.